Event description:
As reported by the (B)(4) study that during the index procedure, a 2.5x20mm nc voyager balloon was used to pre-dilate a lesion in the mid lad a 2.5x28mm cypher did not cross twice due to the calcification. Then a cougar buddy wire was inserted and a 2.5x8 quantum maverick balloon was used to pre-dilate the lesion at 18 atm. Dissection was noted in the proximal lad (type b). The 2.5x28mm cypher was deployed, followed by the 3.0x13mm cypher in the proximal lad. The second stent was to treat the dissection. The patient had no chest pain. The final dissection grade following the procedure was a. In addition, post procedure troponin I was 0.93 and the upper limit was 0.06 ng/ml. Approximately four months post index procedure, the patient experienced a non st-segment elevation myocardial infarction due to demand ischemia. The patient came in with a-fib and the physician called it a demand mi. ECG was done but the progress note does not indicate if it was anterior or inferior. An angio was not done. Pci was first performed on an 80% de novo lesion in the mid rca of 10mm in length in a 2.5mm vessel diameter. The lesion was classified as (type a).

Manufacturer narrative:
As reported by the (B)(4) study, during a pci, a coronary artery dissection was noted after failed attempts to cross the lesion with a cypher stent and after additional pre-dilation. The dissection was treated with the implantation of two cypher stents. Increased troponin was reported post procedure. Approximately four months after the index procedure the patient experienced a myocardial infarction. The patient is a (B)(6) man, who presented with a positive functional ischemia study and angiography revealed 80% stenosis in the mid rca, 90% stenosis in the mid lad, 90% stenosis in the proximal cx, and a 25% stenosis in the proximal lad. The patient received a 2.5x18mm cypher in the mid rca, a 2.5x28mm cypher in the first obtuse marginal, a 3.0x13mm cypher in the proximal lad and a 2.5x28mm cypher in the mid lad according to the database. The lesion in the mid lad was described as de novo, 90% stenosis, 25mm in length in a 2.5mm vessel diameter. The (type c) lesion was moderately calcified with extreme vessel tortuosity. Additional information received clarifying an intra-procedural dissection indicated that a 2.5x20mm nc voyager balloon was used to pre-dilate the lesion. The 2.5x28mm cypher did not cross the lesion after two attempts due to presence of calcification. A cougar buddy wire was then inserted and a 2.5x8 mm quantum maverick balloon was used to conduct additional predilation. A type b dissection was noted in the proximal lad. The 2.5x28mm cypher was deployed, followed by the 3.0x13mm cypher in the proximal lad. The final dissection grade following the procedure was a. The residual diameter stenosis measured 0%. In addition, post procedure troponin I was 0.93 and the upper limit was 0.06 ng/ml. Approximately four months post index procedure the patient experienced a non st-segment elevation myocardial infarction due to demand ischemia. The patient came in with a-fib and the physician called it a demand mi. The ECG on admission revealed atrial fibrillation with rapid ventricular response and non-specific t wave changes reported by the site. This was a new onset of atrial fibrillation, which was converted to sinus rhythm with cardizem. Information from the adjudication minutes indicate that the discharge summary reported a non-st segment elevation mi due to demand ischemia and sick sinus syndrome with tachy-brady features. The patient was discharged two days later. There was no additional information regarding this event. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the devices implanted and the myocardial infarction reported as no angiogram was conducted. However, there are possible vessel/lesion characteristics that may have contributed to the dissection reported and there are risk factors present in the medical history (extensive 3 vessel disease) and other factors (atrial fibrillation) that may have contributed to the myocardial infarction reported. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00389, 3003742446-2010-00390, 3003742446-2010-00391 and 3003742446-2010-00392.

Manufacturer narrative:
Pre-dilatation was performed with a 2.0x12mm balloon at 10 atm before a 2.5x18mm cypher stent was deployed at 16 atm. The residual diameter stenosis measured 5%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 90% de novo lesion in the mid lad of 25mm in length in a 2.5mm vessel diameter. The (type c) lesion was moderately calcified with extreme vessel tortuosity. The lesion was classified as (type c). It was treated with 2.5x28mm cypher stent at 15 atm. The same size balloon was used for post-dilatation at 18 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Patient was in stable condition with troponin increase noted at the end of the procedure. Concomitant devices ((B)(6) 2010): 6 f jl4 cm coronary catheter, 6 f 3drc catheter with side holes, cougar guidewire, 2.0x12mm voyager balloon and a 6 f angled pigtail catheter. Concomitant medications ((B)(6) 2010): xylocaine, versed 2 mg, heparin 4, 000 units, ic nitroglycerin. Act 267 seconds. Act at the end was under 170 seconds. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturer numbers 3003742446-2010-00389, 3003742446-2010-00390, 3003742446-2010-00391 and 3003742446-2010-00392. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.